Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively, the patient presented with flap striae in the operative eye (od). At three weeks postoperatively, a secondary surgery intervention was performed in order to lift and smooth the flap. The patient's preoperative best corrected visual acuity was 20/15; the patient's most recent postoperative best corrected visual acuity was 20/20.